Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding at the right femoral vein so a femstop was placed. Bleeding continued from the arterial line and groin site. The patient was transfused two units of packed red blood cells and systemic heparin was withheld. Ultimately, the patient expired.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.